Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion. This is one of two manufacturer reports being submitted for this case. Please reference related. Manufacturer report no: 2015691-2021-05153.

Event description:
Edwards received notification from our affiliate in (B)(6). As reported, a 26mm sapien 3 ultra case in aortic position by transfemoral approach. During the procedure, crimping was done without any problems, however, during the insertion of the valve through the 14fr esheath, the system could not be pushed through the esheath. The esheath was removed with the ds as a whole unit, and a 16fr esheath was inserted. The 26mm sapien 3 valve was implanted successfully. The patient outcome was good. Initial visual inspection of the returned device revealed slightly bent struts observed on crimped valve. As per medical opinion, the root cause of the event may have been that in spite of the diameter of the iliofemoral tree ( femoral 6.4, external iliac 6.9) which is still safe for a 14fr sheath, the manner of calcification of the iliofemoral access did not allow the sheath to expand during the valve insertion. This lead to friction between the valve and the sheath which totally distorted the valve.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was visually inspected, and the following was observed: two (2) struts were bent outwardly at inflow, and one (1) strut was bent outwardly at outflow. Post-expanded valve: the frame was distorted/canted. Bent struts were corrected for inflow and outflow. The device history record (DHR) was reviewed and the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of frame damage was confirmed through the device evaluation. No manufacturing non-conformance were identified. Review of the DHR, and lot history did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported, 'while advancing the commander delivery system with crimped valve through the 14fr esheath, resistance was encountered, and the valve got stuck. Therefore, all devices were removed together as a unit and new devices were prepared, however, this time with a 16fr esheath'. Additionally, noted that patient had severe calcification and mild tortuosity of access vessel. Per training manual, 'push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.' The presence of tortuosity and calcification can create a challenging pathway during the delivery system (with crimped valve) inserted through the sheath, and it could lead to high resistance and push force. So, if excessive force was applied to overcome the resistance, the valve can get caught on the sheath, and it could lead to bent strut at inflow. Furthermore, the crimped valve was retrieved all the way into the sheath housing, the outflow struts could interact with hemostasis valve within sheath housing, and it resulted in additional bent struts at outflow. Per training manual, 'if push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace', and ' do not over-manipulate the sheath at any time'. As such, available information suggests that patient factors (tortuosity/calcification) and/or procedural factors (excessive device manipulation, improper crimped valve retrieval) may have contributed to the complaint event and subsequent vascular injury. A product risk assessment was previously performed per management discretion to assess the risks associated with high push force of the sapien 3 ultra valve with the commander delivery system and esheath configuration. In addition, a CAPA was previously initiated to capture further investigation and any possible corrective or preventative action activities. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.